Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a smart touch unidirectional catheter, and during the procedure there were saturated signals and noise on both the carto system and the bard recording system. The signal interference was on all channels. There were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. The ablation cable was changed twice. However, there was still noise. The catheter was changed and the noise disappeared. The procedure was continued successfully with no patient consequence. This event is being reported since there were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/1/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a smart touch unidirectional catheter, and during the procedure there were saturated signals and noise on both the carto system and the bard recording system. The signal interference was on all channels. There were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. The ablation cable was changed twice. However, there was still noise. The catheter was changed and the noise disappeared. The procedure was continued successfully with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.